Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the keypad cover was torn at the ok button. All of the keypad buttons responded intermittently. The keypad cover was removed and contamination was found under all of the button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad was damaged and the buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.